Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the product, upon visual inspection after filling, contained opaque, white fibers. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One video showing a filled cassette of air bubbles and white particulates were observed on the cassette. It is unclear if the particulates were inside or outside the fluid path or if they could have been on the outside of the cassette. The reported problem was unable to be confirmed. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture.